Event description:
It was reported to hill-rom that there was a short circuit in the charging cable of a viking m mobile lift. It was reported the short produced some smoke. The customer took the product out of service.

Manufacturer narrative:
Hill-rom sent a field service technician to inspect the device. The customer alleged the charging cable was burnt, but no longer had the cable for hill-rom to examine. The technician replaced the charging cable and the lift resumed normal function. The lift involved in this incident has been used beyond its expected life of 10 years.